Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 12 mg/dl, 13 mg/dl, and 144 mg/dl; 12 mg/dl, 13 mg/dl, and 145 mg/dl the comparisons were performed on different dates. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.